Event description:
Complainant alleged that while attempting to treat a pt, the device give a "no shock advised" prompting for a rhythm clinicians believed was shockable. Complaint did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.